Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 32 synergy ii drug eluting stent (des) was selected to treat the lesion. However, upon removal of the stent protector, the stent was stretched off the balloon. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 2.75 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The distal section and mid-section of the stent were damaged and stretched distally past the device tip. Stent strut rows 1 to 9 on proximal end of stent appear undamaged. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident beneath the stretched stent indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 32 synergy ii drug eluting stent (des) was selected to treat the lesion. However upon removal of the stent protector, the stent was stretched off the balloon. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.